Event description:
Nurse from a hospital contacted a local sales representative from lfs alleging that a patient's meter was reading inaccurately high. Customer service representative contacted the nurse and was referred to the patient to obtain further information. In 2002 lfs representative contacted the customer and they reported their meter reading inaccurately higher than the hospital's meter. Customer reported that 2 weeks prior, they were feeling sick at 5:30 am and had to be taken to the hospital by a nurse at their boarding school. Customer did not test on their meter prior to going to the hospital. Customer had been feeling nauseous and sweaty. Based on their symptoms customer was taken to the hospital. She was admitted for 10 days. Customer couldn't recall the blood glucose results or the treatment they were administered. The following day, customer reported going into hypoglycemia. Customer obtained a "133 mg/dl" reading on their meter and a "33 mg/dl" on the hospital meter (unknown device). Customer was treated with glucose based on the hospital meter reading. No calibrated lab tests were performed. Pt reported that they had an a1c result of 12%. Customer reported a similar incident took place 6 months prior, however, they could not recall any detailed information. Customer did not have any quality control supplies to check the meter's accuracy. Based on the reading obtained on the patient's meter and the hospital meter, it is safe to suggest that the meter may cause any adverse event or serious injury in the future. Patient is on a sliding scale regimen. Customer serivce representative replaced their meter as a result of the incident.